Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced severe pain, swelling, and suspects an infection. The patient was admitted to the emergency room. Upon revision, it was discovered that the reservoir had migrated, causing discomfort; therefore, the ipp was removed and replaced.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced severe pain, swelling, and suspects an infection. The patient was admitted to the emergency room. There is no additional information or additional patient complications reported at this time.